Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) levels in the 500-600 mg/dl range with ketone level identified as dangerous (diabetic ketoacidosis) and vomiting. Reportedly, the customer was eating food without administering bolus insulin to compensate. Bg was treated with intravenous fluids and insulin injections. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.